Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that routine vad (ventricular assist device) interrogation showed multiple driveline fault alarms, days apart. The patient denied any audible alarms or visible indicator lights at home. Their vad parameters appeared to be within their baseline during these logged episodes. There was no active alarm. The patient denied hearing any audible alarms or seeing any indicator lights at home. The patient has a history of driveline fault alarm on (B)(6) 2019 for intermittent backup processor fault, which resolved with a controller exchange and no recurrence since then. The patient's log files displayed 4 intermittent/transient driveline faults during the 36 day length of the file (the most recent occurred on (B)(6) 2021 at ~7:24am). During the analysis of the log file, it was observed the driveline faults were caused by a possible damaged in phase b. The patient's vad interrogation revealed driveline fault alarms on (B)(6) 2021 at 9:39am, (B)(6) 2021 at 1:54pm, and (B)(6) 2021 7:24am. The controller was exchanged on (B)(6) 2021 for troubleshooting and the submitted log files post exchange did not immediately display any driveline fault alarms but there still appeared to be a possible issue with phase b due to possible degrading wire/conductor. Another log file submitted on 01sep2021 captured intermittent driveline fault events on the new system controller. The wire may have not been totally broken but was having some continuity issues. After a review of a new log file, it was revealed that there were driveline fault events on (B)(6) 2021, (B)(6) 2021, and (B)(6) 2021. The patient underwent an uncomplicated external driveline repair on 03sep2021. On vad interrogation of pbu the last driveline fault alarm occurred on (B)(6) 2021 at 16:11. The log file captured the driveline repair events on (B)(6) 2021 at 16:02 and another driveline fault captured at 16:11. The driveline data for the wires and it shows phase b was still having some issues post repair so the driveline repair did not resolve the driveline fault events. The complete external portion of the driveline was replaced. The driveline faults reoccurred on (B)(6) 2021 so the patient underwent surgical evaluation for possible pump exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the replaced external portion of the driveline did not confirm an issue that could have contributed to the reported driveline fault alarms; however, the abnormal pump operation captured in the submitted log file appeared consistent with potential driveline wire compromise. It was reported that during a routine vad interrogation multiple driveline fault alarms were observed days apart. The patient denied any audible alarms or visible indicator lights at home. His vad parameters appeared to be within their normal baseline during these logged episodes, and there was no active alarm during their visit. It was reported that the patient had a precious driveline fault alarm on (B)(6) 2019 for a intermittent backup processor fault, which resolved with a controller exchange on that date and no recurrence has been captured since. Additional sets of log files were submitted on (B)(6) 2021 when the controller was replaced, but a follow-up set of log files submitted on (B)(6) 2021 revealed that the controller exchange did not stop the driveline fault alarms. It was reported that the patient was still having issue with the phase b, and they suspected that the wire was not totally broken and was just having continuity issues. Driveline films were submitted on (B)(6) 2021. Based on the x-rays, it is suspected that the issue may be internal in the enlarged region. The rest of the driveline appeared unremarkable. An additional log file was submitted on (B)(6) 2021. The patient continued to have driveline fault alarms and was scheduled for an external driveline repair later that day. The submitted log files contained data from (B)(6) 2021 through (B)(6) 2021. A controller exchange was captured on (B)(6) 2021, and an external driveline repair was captured on (B)(6) 2021. Driveline fault alarms were captured on (B)(6) 2021, (B)(6) 2021, (B)(6) 2021, (B)(6) 2021, and (B)(6) 2021 while connected to both the 14 v li ion battery and the mobile power unit. The driveline faults and issues with wire phase b persisted despite the external driveline repair. No other atypical events or alarms were captured. Based on similarly reported events, the log file appears consistent with a compromised wire within the patient¿s driveline; however, a specific cause for the events cannot be determined through the evaluation of the returned driveline. The patient underwent an uncomplicated external driveline repair on (B)(6) 2021 at 4 pm and approximately 20¿¿ of the external portion/distal-end of the driveline was returned for evaluation. Upon interrogation, of the last driveline fault was captured on (B)(6) 2021 at 16:11 during the repair. Some issues with phase b were reported after the repair. Electrical continuity testing of the replaced driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. An additional set of log files were submitted for review on (B)(6) 2021 which captured further driveline faults. The patient is currently undergoing surgical evaluation for a possible pump exchange due to driveline faults persisting after repair. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) rev. H and the heartmate ii patient handbook rev. G are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.